Manufacturer narrative:
E4. The initial reporter also notified the FDA on unknown day december 2024. Medsun report # (B)(4). Investigation summary: bd received one photo for investigation. The photo was evaluated and does not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 100 retained samples were visually inspected with no issues identified. Furthermore, a functional test was performed on 10 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are being overfilled. There was no health impact or consequences reported.